Event description:
It was reported that prior to a dialysis catheter placement procedure, the catheter was broken into two pieces. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 05/2023).

Event description:
It was reported that during a dialysis catheter placement procedure, the catheter was allegedly broken into two pieces. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hemosplit d/l catheter in two segments, one tunneler, one vessel dilator, one introducer needle, one j-tip guidewire loaded in a guidewire hoop, two dilators and two end caps were returned for evaluation. In addition to the returned physical sample, one electronic photo and two electronic videos were provided for review. According to the photo review, one hemosplit catheter in two pieces and the proximal catheter piece terminated at the distal end of the cuff were noted. Also, the first video shows that a catheter was visible with the proximal and distal ends visible at either end of a tunnel formed in the patient. Two persons were working on moving the catheter through the tunnel. One was pulling on the distal end and the other appeared to be manipulating the tunneled area of the patient¿s skin. The cuff was not visible and was presumably in the tunnel. A guidewire was visible protruding from the patient at the end of the tunnel from which the distal end of the catheter was protruding. The person at that end of the catheter was sometimes holding reddened gauze or similar near that end of the tunnel and sometimes pulling with both hands. The catheter appeared to stretch at times during the pulling. The second video shows, an individual described the procedure in question while showing certain device components visible in the video. Furthermore, during the evaluation of the received sample, a complete circumferential break was noted on the distal end of the tissue cuff. The sample evaluation photographs showed roughening at the proximal tip of the distal catheter segment. The break showed rounded/non-flat surfaces in much of the break surface. Much of the break surface was glossy but there was also some peeling evident. Therefore, the investigation is confirmed for the reported fracture and material separation issues. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.